Event description:
Needle broke off while injecting into patient. Additional information 04/03/20: during permanent pacing procedure, the physician was injecting lidocaine into the patient, the needle broke off and ultimately retrieved from the patient using forceps. There was no report of medical intervention or serious injury reported related to this incident. No additional information is available. Possible lot numbers (obtained from list of lots shipped to distributor): lot #: 18f29-5, 18i08-1, 18l04-1 19a03-1, 19a31-1, 19c05-1, 19e17-5, 19f13-5, 19g06-5, 19h07-1, 19j02-1, 19j30-1, 19k09-5, 19l11-5.